Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. The serial/lot number was unknown; therefore, the manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during a tympanoplasty surgical procedure, it was observed that the motor device, console device and the foot control device had power while being together but stopped to drill when the surgeon stepped on the foot pedal. There were no delays in the surgical procedure. It was reported that no replacement device was available for use. It was reported that the surgery was completed successfully with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.